Manufacturer narrative:
A wallflex bililary rx stent delivery system was returned for analysis; the stent was deployed and not returned. Visual examination found that approximately 260mm of the distal inner shaft was detached from the delivery system. The tip of the delivery system remained attached to the inner shaft piece that broke off and the location of the broken shaft appeared to be torn. A severe kink in the outer sheath was noted distal to the guidewire port. During functional analysis, the sheath was cut and the remaining inner shaft was removed and examined. There was no damage to the inner shaft that was still attached to the handle of the delivery system. The damages noted with the device during analysis are consistent with the application of excessive force and are most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx stent was implanted to treat a malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the wallflex biliary rx stent was fully deployed in the desired position. The complainant noted that the guidewire was removed from the delivery system and the delivery system was resheathed. The delivery system was pulled out from the scope and the physician noticed that approximately 12 inches of the inner shaft had broken off and remained inside the patient. An esophagogastroduodenoscopy (egd) scope was inserted and a snare was used to remove the broken piece of the inner shaft. The physician felt that the inner shaft got caught on the stent but the inner shaft came free from the stent after some pulling. The broken piece of the inner shaft was retrieved from the patient and the stent remains implanted in good position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) inner shaft detached. (B)(4) catheter difficult to remove. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx stent was implanted to treat a malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the wallflex biliary rx stent was fully deployed in the desired position. The complainant noted that the guidewire was removed from the delivery system and the delivery system was resheathed. The delivery system was pulled out from the scope and the physician noticed that approximately 12 inches of the inner shaft had broken off and remained inside the patient. An esophagogastroduodenoscopy (egd) scope was inserted and a snare was used to remove the broken piece of the inner shaft. The physician felt that the inner shaft got caught on the stent but the inner shaft came free from the stent after some pulling. The broken piece of the inner shaft was retrieved from the patient and the stent remains implanted in good position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.